Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2012. The blade of the handpiece would not come out of the sheath after 760g of the 776g myoma was cut. The surgeon expanded the camera port of the umbilicus to cut the residual myoma with a surgical knife. The surgeon opines that the cause may be that the hand piece was overloaded because the rotating speed was set to level 8 from the beginning while the surgeon pulled hard with the forceps.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch mt216336.

Manufacturer narrative:
(B)(4). Conclusion: the actual main housing involved in the event was received for evaluation in disassembled condition. Due to this condition, most of the functional tests could not be performed. When the returned main housing was attached to that trigger and activated, the device operated as intended. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch mt216336, mfg date: 02/16/2012, exp date: 02/28/2014. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.